Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of a water leakage inside the membrane of a kids oxygenator. The event occurred during set up of the circuit. There was no patient involvement.